Event description:
The event is reported as: the water was clamped and the heater did not have an over heat alarm or shut-off. The pt secretions increased, plugged et tube. The pt coded and died. Pt expired.

Manufacturer narrative:
Unk if sample is available for eval, therefore, investigation is incomplete. A f/u investigation report will be sent when completed.